Event description:
It was reported that the inside of the device sheared off. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure. After priming outside the patient, a non-bsc filterwire was advanced through the tip of the jetstream device. It was noted that black strings sheared off from the inside of the jetstream. The procedure was completed with another jetstream. No patient complications were reported.

Event description:
It was reported that the inside of the device sheared off. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure. After priming outside the patient, a non-bsc filterwire was advanced through the tip of the jetstream device. It was noted that black strings sheared off from the inside of the jetstream. The procedure was completed with another jetstream. No patient complications were reported. Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed no damage. The guidewire lumen and the catheter shaft were checked for damage. The guidewire was not returned with the device. A .014 test jetwire guidewire was inserted into the device and traveled through the device with no hesitations or restrictions. Microscopic inspection saw no evidence of any foreign material on or in the device. Since the filter wire was not returned no analysis could be completed to see if any of the outside coating was stripped from the guidewire which may have been what the customer noticed. The device was inserted into the console and the set-up was completed. The device functioned as designed with no issuers or errors. By using the incorrect guidewire, this lead to the alleged complaint. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The jetstream device dfu lists the compatible guidewire that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the compatible list. The wire used was a filter wire. Use of any non-compatible guidewire may compromise performance or damage the jetstream system.